Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb840 ventilator failed est (extended self tests). One puritan bennett 840 ventilator was evaluated. The device was available for evaluation. Service personal (sp) inspected the unit and confirmed the reported issue. Sp found relevant error code and replaced the exhalation transducer printed circuit board (pcb) to resolve the issue. The ventilator passed all required functional tests and calibrations. It was returned to the customer in working condition. One exhalation transducer pcb was returned to medtronic for further analysis. The unit with the returned component failed post (power on self test) and background check test with error codes resulting in a ventilator inoperative condition along with failure in expiratory valve calibration. The reported event was confirmed and the analysis concluded that the exhalation transducer pcb was faulty. The cause of the reported event was isolated to the faulty component in the exhalation transducer pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed est (extended self tests). The ventilator was not in use on a patient at the time of the reported event.